Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 460 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.